Manufacturer narrative:
Results: the sep6 bulb was fractured from its core wire. Conclusions: evaluation of the returned sep6 bulb confirmed that the bulb was fractured from its core wire. If the device is retracted against resistance, damage such as this may occur. The root cause of resistance could not be determined. The sep6 core wire was not returned for evaluation. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left femoral artery and popliteal artery using an indigo system separator 6 (sep6), indigo system aspiration catheter 6 (cat6), and a rotating hemostasis valve (rhv) adaptor. During the procedure, while retracting the sep6 from the cat6 to check if the cat6 was clogged, the physician experienced resistance. Subsequently, the tip of the sep6 broke off and was missing. Ten minutes later, the physician found the broken sep6 tip in the rhv adaptor and removed it. The procedure was completed using another sep6 and the same cat6. There was no report of an adverse effect to the patient.